Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during knee procedure, the dii controller was hot. The procedure was successfully completed without delay using a smith and nephew back up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of overheating was confirmed. Product failed functional testing with a short circuit error. Resistor r54 was found burnt. Cause of errors is a shorted electronic component on the main digital pcb. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be defective electronic components on the main digital pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.